Event description:
It was reported that device "constantly alarmed to close the door even when the door was physically closed". There was no patient injury reported.

Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.